Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected.

Event description:
A report was received that the device seemed to increase the patient's lower extremity pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the device seemed to increase the patient's lower extremity pain. The patient will undergo an explant procedure.